Manufacturer narrative:
Concomitant medical products: the main component of the system and other applicable components are: product ID: 3057, product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that when the patient got home their body was a mess, they had diarrhea, and constant pain and thought the IV fluid did not help. It was noted that they woke up the next morning feeling good. It was reported that ¿m¿ could only get the lead on the left side due to some complications, without any indication as to what the complications were. No further complications were reported.